Event description:
A kiwi omnicup was used to assist in the delivery of an infant. After a failure to deliver and 3 pop-offs, the doctor used forceps to deliver the infant. Upon delivery it was noted that the infant had a laceration, subgaleal hematoma, and a skull fracture. It was stated that the skull fracture could possibly have been caused by the forceps delivery.